Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08485. It was reported, the patient lost stimulation while sitting up from a seated position. Diagnostic testing revealed invalid impedance readings on both leads. Reportedly, x-ray under c arm reveal sharp kinks in both leads at the anchor distal end. Surgical intervention may be undertaken as the next course of action.